Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump attempted to deliver a bolus of 11 units without user input. Reportedly, the customer did not deliver the unintended bolus, but alleged that the recommended bolus dosing was larger than expected and that the pump was not functioning as intended. Tandem technical support reviewed the customer's insulin on board, blood glucose history, and bolus history, but was unable to find any information to support the customer's allegation. Although requested by tandem technical support, the customer declined to upload the pump data logs. The customer was unable to provide bg value at the time of the reported event.